Event description:
A cartridge alarm 20 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer successfully loaded a new cartridge and resumed insulin therapy, resolving the issue without further troubleshooting needed.